Event description:
It was reported the device was explanted. The device was delivering baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).